Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that transmitter was not charging. Customer's blood glucose reading was high at 420 mg/dl, which was treated with bolus delivery. After troubleshooting, transmitter was able to charge.